Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced a myocardial perforation and tamponade from the right atrial (ra) lead. A pericardial window was performed, and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.